Event description:
The pt's wife reported the pt's blood glucose reading was 295 mg/dl which was above his normal range. When asked the pt's normal range, she stated "a lot lower than 295 mg/dl or in the normal range." She stated the pt checked his bolus history on his new replacement insulin infusion device and they were not correct. She stated he discovered that the bolus increment on the new device was .1 instead of the .5 increment on his prior infusion device. The pt's wife stated his symptom was thirsty and he gave himself a 3 unit bolus of insulin to bring his blood glucose levels down. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.